Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. It was reported that the clave secondary port was disconnected. There was no report of any human harm.

Manufacturer narrative:
Received one used list #142730490, plum 150 ml burette set for inspection. The clave on the secondary port was disconnected from the tubing. No other damages or anomalies noted. The tubing in the clave and tubing connected to the burette showed some marks that suggested bending force applied were observed. The complaint of a disconnected clave secondary port can be confirmed. The probable cause is typical due to an unintentional bending force applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 13jun2025.